Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges an unclearable e-7 (electronic error) error message displayed on pump. Caller reported experiencing elevated blood glucose level of 32 mmol/l requiring hospitalization; was treated with an IV of unknown content and insulin injections. Requested return of the alleged device for evaluation.